Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor displayed a message "system computer needs service" and then the screen locked up. The customer powered down and back up, the device functioned and was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) was unable to verify the event. As a precaution, the fsr replaced the power manager board and sent the data logs to the manufacturer for further evaluation. The data log review determined there was a loose or failed ribbon cable that goes to the single board computer (sbc) board in the central control monitor. The fsr was unable to duplicate the reported issue and replaced the ribbon cable and the sbc board. The unit was tested to manufacturer's specifications and returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.